Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number or upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit (exact upn is unknown) was used during a procedure performed on (B)(6), 2010. According to the complainant, on (B)(6), 2011 it was noted that there was swelling of the tube. It was reported no change of the tube is necessary at this time since this does not affect the delivery of medication. The situation is being monitored. From the root base of the device there is a little clear blood leaking that is absorbed in the dressing. The dressing is changed twice a day. The patient rinses the device two times per day. It is unknown if the patient has put food or other medications into the tube. There were no patient complications reported as a result of this event. The patient's condition is reported as not better or worse than before.